Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.2 mmol/l. Customer was treated with food for low blood glucose. Customer did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.